Event description:
Elderly male with end stage renal disease and on dialysis, while having a heart catheter "mini stick max micropuncture wire sheared off into patient's right groin when accessing vein. Doctor was able to snare wire. Wire was retrieved successfully under fluoroscopy. No complications present for the patient." "Patient had thick skin. We tried get micro-puncture access which was successful. However, couldn't get the micropuncture sheath over the wire. We tried to abort the access by taking out wire and noticed micropuncture wire broke with embolized piece in the right femoral vein, held in place with manual pressure on the groin. We took access in the right internal jugular vein and tried to snare the wire, which was unsuccessful and later took access in the left cfv and successfully snared the wire out".